Event description:
Approximately one month and two weeks post heartware lvad implantation, it was reported that the patient experienced multiple electrical faults. Visual inspection revealed contamination within the controller connector. The heartware field engineer performed a cleaning procedure and controller exchange. There was no reported patient injury as a result of these events. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received for evaluation. Analyses of the returned controller indicate that it passed functional testing but revealed that pins within the driveline connector port exhibited discoloration. Analysis of the logs show multiple 'electrical faults' for phase open faults that have been linked to impedance problems associated with driveline contact contamination. Further results will be included in the final report. Results in final report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced successive electrical fault alarms. Upon evaluation by the manufacturer's representative, contaminants were found around two (2) of the pins inside the controller connector. A cleaning procedure was performed to remove contaminants. There was no reported patient injury as a result of this event. The controller, (B)(4), was returned to the manufacturer for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault and high watts alarms. The returned controller ((B)(4)) failed visual inspection as a result of driveline pin discoloration but passed functional testing. The root cause for the reported 'electrical fault alarm' was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-01068 and 3007042319-2015-02756) submitted for devices related to the same event.